Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a toe amputation on (B)(6) 2018, the surgeon put the drill bit into the drill and the drill bit broke in half. This did not occur in the patient and no fragments were generated from the broken drill bit. Another drill bit was used to complete the procedure. There was no harm to the patient and no surgery delay. Concomitant devices reported: drill (part unknown, lot unknown, qty. 1). This is report 1 of 1 for complaint (B)(4).